Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation

Event description:
The patient contact called with an air detected in cassette alarm. Contact stated she had noticed that fluid had leaked onto the floor. Advised contact to check all connections and the cycler for any signs of a fluid leak. Contact could find no solution on the cycler or any supplies. Contact stated one of the supply bag connections was loose, but she was able to tighten it. Contact stated there were three supply bag's in total. Contact stated unused line was clamped properly. Contact stated all three supply bag's were empty. A follow up request was made to the patient's nurse who reported that there was no patient injury and that the patient discarded the supplies.